Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have been damaged during an atrial fibrillation ablation procedure using a non-boston scientific pulsed field (pf) catheter and pf ablation system. Prior to the procedure, this crt-d was programmed to ddi with a lower rate limit of 100 paces per minute (ppm). During the ablation procedure, the non-boston scientific pf catheter had already delivered 10 to 20 pulses in the patient's superior vena cava (svc) when following the final pulse, the patient's heart rate decreased from the programmed pacing rate of 100 ppm to the patient's normal sinus rhythm of 60 beats per minute (bpm). It was reported that during the delivery of the final energy pulse in the patient's svc, the physician verbally communicated to the scrub technician that they were "on the lead". Additionally, telemetry was lost between the crt-d and the programmer and could not be regained. Troubleshooting was performed including attempts to interrogate with multiple programmers and wands but was unsuccessful. A boston scientific technical services (ts) consultant advised that this patient should be considered unprotected as there was no response from the crt-d through telemetry or by a magnet. Fluoroscopy was performed afterwards and no abnormalities with the implanted leads were noted. The patient was discharged with a life vest. One week later, this device was explanted and replaced with a new crt-d. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have been damaged during an atrial fibrillation ablation procedure using a non-boston scientific pulsed field (pf) catheter and pf ablation system. Prior to the procedure, this crt-d was programmed to ddi with a lower rate limit of 100 paces per minute (ppm). During the ablation procedure, the non-boston scientific pf catheter had already delivered 10 to 20 pulses in the patient's superior vena cava (svc) when following the final pulse, the patient's heart rate decreased from the programmed pacing rate of 100 ppm to the patient's normal sinus rhythm of 60 beats per minute (bpm). It was reported that during the delivery of the final energy pulse in the patient's svc, the physician verbally communicated to the scrub technician that they were "on the lead". Additionally, telemetry was lost between the crt-d and the programmer and could not be regained. Troubleshooting was performed including attempts to interrogate with multiple programmers and wands but was unsuccessful. A boston scientific technical services (ts) consultant advised that this patient should be considered unprotected as there was no response from the crt-d through telemetry or by a magnet. Fluoroscopy was performed afterwards and no abnormalities with the implanted leads were noted. The patient was discharged with a life vest. One week later, this device was explanted and replaced with a new crt-d. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case along with x-rays noted no physical damage. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested and revealed that there was no telemetry or pacing output. A series of electrical tests was also performed and revealed a battery voltage of 0.390 volts that was too low to support device function with high current drain of 1.2 amps. When an infrared camera was used, there was a hot spot in the left corner of the mixed mode integrated circuit (ic) and clamp field effect transistors (fet) of the device meaning it was damaged by the non-boston scientific pulsed field (pf) catheter and pf ablation system. It can be concluded that the induced damaged clamp fet caused an abnormally high current drain which in turn caused the device to stop functioning.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case along with x-rays noted no physical damage. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested and revealed that there was no telemetry or pacing output. A series of electrical tests was also performed and revealed a battery voltage of 0.390 volts that was too low to support device function with high current drain of 1.2 amps. When an infared camera was used, there was a hot spot in the left corner of the mixed mode integrated circuit (ic) and clamp field effect transistors (fet) of the device meaning it was damaged by the non-boston scientific pulsed field (pf) catheter and pf ablation system. It can be concluded that the induced damaged clamp fet caused an abnormally high current drain which in turn caused the device to stop functioning.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have been damaged during an atrial fibrillation ablation procedure using a non-boston scientific pulsed field (pf) catheter and pf ablation system. Prior to the procedure, this crt-d was programmed to ddi with a lower rate limit of 100 paces per minute (ppm). During the ablation procedure, the non-boston scientific pf catheter had already delivered 10 to 20 pulses in the patient's superior vena cava (svc) when following the final pulse, the patient's heart rate decreased from the programmed pacing rate of 100 ppm to the patient's normal sinus rhythm of 60 beats per minute (bpm). It was reported that during the delivery of the final energy pulse in the patient's svc, the physician verbally communicated to the scrub technician that they were "on the lead". Additionally, telemetry was lost between the crt-d and the programmer and could not be regained. Troubleshooting was performed including attempts to interrogate with multiple programmers and wands but was unsuccessful. A boston scientific technical services (ts) consultant advised that this patient should be considered unprotected as there was no response from the crt-d through telemetry or by a magnet. Fluoroscopy was performed afterwards and no abnormalities with the implanted leads were noted. The patient was discharged with a life vest. One week later, this device was explanted and replaced with a new crt-d. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation. According to additional information, the patient experienced low blood pressure during the event.